Event description:
The customer initially reported that their device was showing its charge-pak indicator. After an evaluation by physio-control, it was observed that the device was exhibiting internal electrical leakage which was depleting the internal hlc batteries. This is likely to lead to the device not having the ability to power on and deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly.